Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
Information was received that the patient¿s provider that the increase in seizures was due to stressors in the patient¿s personal life. Settings were increased, and the patient was referred for generator replacement surgery to help with the increase in seizures. Device diagnostics were within normal limits. No additional pertinent information has been received to date.

Event description:
It was reported that the patient experienced an increase in seizures. No additional pertinent information has been received to date.